Event description:
The physician deployed the smart stent in the common iliac vein, aware that this was off-label use. On post deployment, the angiography, the stent measured 18mm diameter and 80mm in length. Films are available if needed. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. The target lesion was 58mm in length in a 12.48mm vessel diameter. There was 80% stenosis with no calcification or vessel tortuosity. A 7f terumo sheath introducer was used. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent delivery system passed through acute bends and the delivery of the sds was to the lesion ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. The smart control locking pin was in place during advancement towards the lesion and it was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The IFU instructs the user to hold the handle of the smart control sds flat and straight outside the patient and this was done.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The physician deployed the smart stent in the common iliac vein, aware that this was off-label use. The target lesion was 58mm in length with a 12.48mm vessel diameter. There was an 80% stenosis with no calcification or vessel tortuosity. On post deployment angiography the stent measured 18mm diameter and 80mm in length. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent delivery system passed through acute bends and the delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. The smart control locking pin was in place during advancement towards the lesion and it was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The IFU instructs the user to hold the handle of the smart control sds flat and straight outside the patient and this was done. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15075316 and it were extended to the previous lot 15075311; as well as to the subsequent lot 15075317, manufactured before and after the lots involved in the complaint, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Film provided lacks sufficient detail to be able to determine if individual struts are compressed/elongated and we are informed no other films are available. With the limited amount of information available and without return of the product for analysis or adequate films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.